Event description:
Inbound. One of treprostinil IV cadd cassettes alarming no disposable on both pump post troubleshooting, when cassette placed on backup pump immediate beeping. Pt will change to new cassette. No further details provided.